Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that cce (carefusion coordination engine) were in stopped state. A technical support specialist (tss) dialed into cce and encountered errors when attempting to start services despite internet information services (iis) application pools running under the correct account. After re-entering the carefusion admin credentials in both the application pools and cce services, the services started successfully, message flow resumed, and the customer confirmed the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, interface connection was loss. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.